Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387s-40, lot# va1jsax, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6). During the surgery, it was discovered that the electrode resistance was too high so the lead was replaced and the operation was completed. It was stated that the cause of the event and what troubleshooting was performed were unknown. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the high resistance was unknown. No further complications were reported/anticipated.